Manufacturer narrative:
A4-a6: unk (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -12.50/2.0/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a shorter length lens. The problem was resolved. The cause of the event was reported as unknown.